Manufacturer narrative:
Device eval: the suspect device was discarded by the customer and will not be returned for eval. The lot number was not provided thus a review of the device history record and complaint database cannot be performed. Add'l info became available on 04/30/2010. The new info indicates that the event, although serious is not life threatening nor requires surgical intervention to prevent permanent impairment or permanent damage to a body structure. Conclusions: a follow up report will be submitted if more or new info becomes available.

Event description:
The pt was having an ivc filter removal procedure. The marker band came off the tip of the catheter. This was noticed at the end of the procedure. The dr was not worried about the occurrence. They had a difficult time snaring the ivc filter and were unable to remove it because of tissue ingrowth. The marker tip is caught in the filter and not going to be removed. The device and its packaging were discarded at the hosp.